Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7078382.

Event description:
It was reported that following a recent implant, the patient was experiencing inadequate stimulation. The physician took an x-ray and showed that the patients leads had migrated out of the epidural space. The patient underwent a revision procedure wherein the leads were repositioned and remains implanted. The patient was doing well postoperatively.